Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: "package lot number of the clips? No further information is available. What suture type was used? No further information is available. What suture size was used? No further information is available. When the even occurred, was the suture placed near the hinge of the clip? No further information is available. Were you able to lock the clip closed on the suture? No further information is available. If yes after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damage (jaws straight and aligned)? No further information is available. What was the surgical procedure involved? A laparoscopic pancreaticoduodenectomy. Was this a robotic procedure? No. If clip broke on the suture, was the clip used in an application where the suture was under tension? No further information is available. Procedure and event date? No further information is available."

Event description:
It was reported that a patient underwent a laparoscopic pancreaticoduodenectomy procedure on an unknown date and suture clips were used. During the procedure, the clips broke. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/05/2020 additional h3 investigation summary: it was reported that: clip hold error. The analysis results of the xc200 cartridge found that it was received empty and several clip pieces inside of a plastic bag; due to that the clips are absorbable; the clips have begun with the process of degradation. No damaged on the cartridge was noted as both the cover and base were observed properly attached. The DHR review could not be conducted, as no batch number or lot number of the complaint was provide. As the reload was received empty and per the condition of the clips received, it could not be determined the time of exposure that the clips have in the environment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.